Manufacturer narrative:
Philips service replaced the mpdu board and mpd control unit and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the mpdu control unit burned, causing boot failure on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.